Event description:
It was reported that the patient had passed away. No additional details or a cause of death were given. Attempts for additional relevant information have been unsuccessful to date.

Event description:
It was reported by the nurse at the patient's living facility that the death certificate had indicated the patient died due to seizures. She noted the patient had recently been implanted with vns and the patient had not been programmed on at that time. The nurse explained there were no complications from surgery and the patient had experienced one of her normal seizures. The device history record for the vns generator was reviewed. It was found the generator was sterilized and had passed all testing prior to distribution.